Event description:
It was reported that a patient's m1000 had high impedance after the patient was seen in clinic to turn the vns on (was disabled for a hysterectomy). Follow up with the physician revealed that they were not able to provide an assessment of the patient's condition nor get x-rays since the patient missed their appointment and it is unknown when the patient will return. A review of device history records for the generator showed that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's device no longer has high impedance. The patient's device was programmed off because the doctor was concerned about the higher lead impedance. No additional relevant information has been received to date.

Manufacturer narrative:
If remedial action initiated, check type, corrected data: "notification" was inadvertently not selected in initial MDR. Additional manufacturer narrative and/or corrected data, corrected data: following narrative was inadvertently not included in initial MDR: voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
The high impedance values from the reported event are now known. No other relevant information has been received to date.